Event description:
Customer reported to beckman coulter, inc. (Bec) that the tubing leading to retic mixing chamber of the coulter lh 780 hematology analyzer (lh 780) was leaking blood/diluent. Customer reported that the leak only affected the retic module. Customer reported that did not use lh 780 for retic results, therefore patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they replaced the tubing and resolved the issue.

Manufacturer narrative:
(B)(4).